Event description:
The ventilator was connected to a pt. The customer reports that the ventilator powered down. There were no lights illuminated on the front panel except the main power light, and an unk alarm activated. There was no pt injury.